Manufacturer narrative:
The reported event of "cord sparked where it inserts into the small connector/ hub" is confirmed. Received one sn-uac opened in unoriginal packaging. Lot number was verified. Performed a visual inspection on device, distal end of cord seemed to be cut exposing the internal wiring. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure (B)(4). Per the instructions for use, the user is advised the following: the lowest power setting should be used in esu unit for desired effect. Cables should not be parallel or in close proximity of other electrical devices. This device should not be used in the presence of flammable gases, liquids or oxygen enriched environments. Devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts, broken or significantly bent connector contacts and damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the sn-uac device was being used during a polypectomy on (B)(6) 2021. When it was reported that "while in the process of removing a large colon polyp with a snare, the active cord sparked a couple times at the area where the cord itself inserts into the little connector/hub which connects to the snare. The cord itself disconnected from the connector/hub spontaneously. The cord was immediately unplugged from the electrocautery unit. There was no fire." The procedure was completed with an alternate unknown device with a 15 minute delay. There was no report of injury, medical intervention, or hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.